Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had continual problems with their specific device, there was a problem setting the device and tracking the patient's activity. It was also reported that the device could not get rid of an arrhythmia and that there was no response by the device to exercise. The device is still in use. No patient complications were reported as a result of this event.